Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer also reported unresponsive buttons. The time on the screen was advancing. Unable to troubleshoot due to the button anomaly. Advised the customer that the insulin pump would be replaced. The customer chose not to return the malfunctioning, out of warranty insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.